Manufacturer narrative:
(B)(4). S/w 4.10e. Retainer ring = clear. The pump was returned for loss sensor signal per event date (B)(6) 2021. Unit passed the displacement test, and self test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly or basal anomaly noted. The history was download successfully using tus software. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for loss sensor signal anomalies. Unit passed all required testing a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2021 16:26:44 pst ice batch user (batch_ice) phone: (B)(6). Complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(6). Taken by: (B)(6). Customer got new xmtr pump and cant find it (not automatically). Ps - after ts sent new pump country: israel. City: na. Zip: (B)(6). Input date: (B)(6) 2021. Warranty start: 04/15/2019. Warranty end: 04/13/2025. Batch: ng1840921h.